Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the pump was not returned, mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that they suspected that the pump was over infusing. They stated that the "times do not add up". They reported a "major reaction" from the patient, but provided no additional information. Mmdg was not able to follow up with the initial reporter. They stated in the original complaint communication, that they had no additional information. (B)(4).